Event description:
The reporter indicated that on a 13.2mm vicm513.2 implantable collamer lens of a -12.5 was implanted as a replacement into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged for a toric lens due to refractive surprise. The problem was resolved. The cause of the event is unknown.

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots. Claim# (B)(4).

Manufacturer narrative:
Additional information: d9: 15-jan-2024 h3 - device evaluation: the lens was returned in liquid in a microcentrifuge vial with residue/debris on the lens. Visual inspection found residue/debris on the lens and no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim#(B)(4).